Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer reported that their a1c level was affected due to the reported issues.